Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Due to no known lot number or returned fiber, the packaging and fiber device history reviews (dhrs) could not be retrieved. If the fiber or additional information permitting the retrieval of the dhrs were to become available at a later date, the investigation shall be updated appropriately. Based on the results of the investigation, a definitive root cause could not be established. The probable cause of the power supply failing and smoking could not be determined. The fiber was not returned to an olympus body, attempts to contact the customer yielded no response. A physical evaluation could not be performed. Moreover, fiber DHR(s) could not be retrieved due to no returned fiber or known lot number. Though this is a soltive fiber, the console instructions for use (IFU) remains applicable - per the soltive laser system instructions for use (IFU): "the soltive laser system is designed for maximum safety and performance. Under normal operating conditions and careful use, a maintenance check of the device is recommended by a qualified technician, every 12 months.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the facility's tfl-pls power supply failed and then the unit began smoking. The event was found during preparation for use in an unspecified therapeutic procedure. There were no reports of patient harm. This event includes two (2) reports . Report with patient identifier (B)(6), model tfl-pls , serial number (B)(6). Report with patient identifier (B)(6) tfl-fbx550s, lot unknown. This report being submitted is for report with patient identifier (B)(6), tfl-fbx550s, lot unknown.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided.